Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl. During a routine supply change, the customer fell asleep prior to completing the change. The customer was without insulin for a few hours and bg elevated. The customer completed the change and bg was corrected via the pump.